Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture" against left device. The device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, g1, h6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: weight to the spec, an opening on posterior, brown particles on the shell and gel, crease flat, and wear abrasion. A microscopic analysis was performed which identified: a crease sharp opening on posterior. Based on the device analysis the final assessment is: - a crease sharp opening on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported "rupture" against left device. The device has been explanted.